Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: carto 3 system (model# m-4800-01 serial# (B)(4)), stockert 70 system (model# m-5463-01 serial# (B)(4)), coolflow pump (model# m-5491-02 serial# (B)(4)), lasso catheter (model# d-1343-01-s lot# unknown), reprocessed acunav catheter (model# unknown lot# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with an ez steer thermocool sf nav catheter and suffered an air embolism. The air embolism was noticed as the patient's blood pressure dropped and there was an st elevation. The embolism was confirmed by echocardiogram. The patient required hemodynamics support until the symptoms resolved. An extended hospital stay was required. The patient's symptoms resolved with no long term effects. The physician's opinion regarding the cause of this adverse event is staff error, specifically, the improper preparation of the catheter. The air embolus went through the catheter as it was not flushed properly by the ep lab staff. No radiofrequency (rf) was being performed at the time of the event. Rf was off as the pump was stopped due to an empty fluid bag. The coolflow pump had an air bubble alarm audible and flow was stopped to the catheter. The alarm was in response to the fluid bag being empty. The coolflow pump responded to specifications in regards to this event.